Event description:
It was reported that the camera head did not get white balance during set up/inspection for use. They were trying to get a better picture, and it was too dark. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak between the cover and cos ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to a faulty charged coupled device. Regarding the new reportable finding found in the investigation based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.